Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced elevated power consumption and flow estimations along with symptoms of a transient ischemic attack. A preliminary review of the controller log file analysis by the site revealed that the patient's parameters were above normal operation. Further non-surgical treatment appears to have not been considered because of the patient's recent transient ischemic attack and the fact that a donor heart became available. The patient underwent successful cardiac transplantation and was stable post-transplant. The device was returned to the manufacturer for evaluation. Mechanical measurements of various pump requirements were performed. The presence of friction marks indicate that something forced the impeller against the rear housing with sufficient force to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is the symptom of the clinical challenge the pump has experienced and is not evidence of a pump related problem. The reported event was confirmed via controller log file analysis which revealed trends indicative of thrombus; pathological examination confirmed the presence of thrombus within the pump and lining the outflow graft which would increase the power consumption. The most probable root cause has been attributed to thrombus formation within the pump and lining of the outflow graft. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately ten months after the implantation, the patient experienced transient ischemic attack (tia); no detail symptoms were reported. No changes were noted on cerebral CT scan. Pump parameters showed increase power consumption to 3.1 (normal range 2.4-2.7), with no clinical signs of hemolysis. Due to repeated thrombotic complications, the patient was considered for urgent transplant. The patient underwent cardiac transplantation on (B)(6) 2014 without complications. As of the date of this report, the patient is still in the ICU after transplant for complications unrelated to the device or the thrombotic events. Investigation is ongoing.